Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "hw12c" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed due to a defective usb connector. A receiver charge and boot test was performed and failed due to the receiver not turning on. The receiver data log was not downloaded for review because the receiver would not turn on. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display is undetermined. A probable cause could not be determined. No injury or medical intervention was reported.